Manufacturer narrative:
Initial reporter phone: (B)(6) (character limit). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave pulse field ablation catheter was selected for use. During catheter preparation, movement of the wire into the catheter was not possible. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that a farawave pulse field ablation catheter was selected for use. During catheter preparation, movement of the wire into the catheter was not possible. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
E1: initial reporter phone: (B)(6) device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the catheter was returned without a guidewire inserted. No outer abnormalities were noted. A new test guidewire was inserted through the catheter successfully with no unusual resistance felt. Subsequently, the catheter was successfully deployed to the basket and flower configurations without resistance felt. The reported stuck guidewire event was not confirmed via analysis.